Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient's doctor contacted zoll to report that a treatment had been delivered and the patient was in the emergency room. Review of the event indicates that the patient experienced an inappropriate defibrillation. Motion artifact contributed to the false detection. The patient was reportedly putting the lifevest on after showering and did not hear the alarms. The response buttons were not pressed during the event. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Device mfg date: monitor, electrode belt: 02/01/2010. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).